Event description:
Caller alleged discrepant inratio results. Results as follows: date - (B)(6) 2013, inratio - 1.1, re-peat 1.7, unknown meter - 2.2. All results obtained within 1 hour. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.